Event description:
Hcp reported the catheter body was longer than the internal guide wire at implant. The hcp removed the guide-wire, shortened the catheter, and reinserted the guidewire prior to device implant.